Event description:
Date notified: 2/3/01: a model 754 ventilator failed during operation. The unit failure was caused by the premature failure of the battery pack. Medical intervention was required. No serious injury resulted.